Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/31/2017 with the following findings: during investigation, the battery compartment was cracked from the threads to the left of the grip pad, and from the grip pad to the case seal. A leak was found in the battery compartment. The battery cap top slot was damaged and difficult to remove from the test pump. Unrelated to the original complaint, moisture was found in the battery compartment. The pump was opened to find no further moisture damage.